Event description:
It was reported that, during a knee arthroscopy, the fast-fix second anchor did not deploy. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed the needle is bent. T1 is free from the needle but remains attached to the suture. T2 is in its customary pre-deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The bending of the needle led to the reported t2 non-deployment. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.